Event description:
Adult female underwent elective ultrasound-guided biopsy of the right breast for a potential lesion. Post procedure mammography identified metal particles/artifact along the course of the introducer that were not present on pre-biopsy mammogram. Unclear if caused by the introducer or the needle.